Event description:
It was reported that the patient had a loss of therapeutic effect and had no stimulation sensation. The patient had a loss of bladder control and for the last few weeks they didn¿t see any stimulation and were back to square one with their urination problem. It was noted that there was no known accident or incident related to the complaint although the patient did mention that while on vacation 5 years ago they stepped into a hole and twisted. The therapy worked fine after that and the patient asked the manufacturer representative if that could be an issue and they said no and the patient also asked if it was possible for the implantable neurostimulator (ins) to move and the manufacturer representative hoped not. It was reported that the patient met with a manufacturer representative 2 years ago at their health care provider¿s (hcp¿s) office and they reprogrammed the ins. The manufacturer representative told the patient to call them rather than the hcp if they had any issues with the device or therapy and the patient wanted to speak to the manufacturer representative. It was noted that the patient thought at that time it just wasn¿t the way it was when it originally started out but they left if alone as their symptoms had not worsened. It hadn¿t been right since the ins was reprogrammed and now in the last few weeks it was like the patient was starting from scratch again. It was reported that the patient was told to discontinue if and if there were any great changed to call the manufacturer representative back. It almost felt like the buzzing was right square in the patient¿s vagina and now there was nothing and they lost stimulation completely 2 to 3 weeks ago. It was noted that the manufacturer representative wanted the patient to coordinate via their hcp¿s office and they didn¿t send anything without the hcp¿s request. They wanted the patient informed that the hcp was the proper route as the hcp was versed on the device and would call the manufacturer representative if needed. Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the healthcare provider or manufacturer representative. The patient appointment was scheduled for (B)(6) 2014. The patient stated ¿surgery redoing¿ as noted on the patient letter. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The cause of the event was determined, it was device related, and reprogramming was not needed. The patient had lead migration noted on an x-ray and the lead was replaced in (B)(6) 2014. The action taken to resolve the event was that the lead was replaced and the new device was doing well. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v689334, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).